Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was dropped, but did not see any physical damage. Customer's blood glucose was 34 mg/dl. Customer declined troubleshooting for low blood glucose. Customer was advised to monitor insulin pump.